Manufacturer narrative:
The reported device has been returned to conmed; however, the complaint investigation has not been completed. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device plp2520, elite surgical smoke evac pencil,7/8" (22m 15ft. (4.6m), was being used during an ortho spine procedure on approximately (B)(6)2025 when it was reported ¿plp2520 activated electro surgery mode when not being touched (shorted out) item was being used with a lab ft10 system. Patient received a burn that was attended to at the time of the surgery. No injury update available.¿. Further assessment was attempted, and a good faith effort was completed with no information found. The procedure was completed with a short delay and the same alternate device was used. There was no report of medical intervention or extended hospitalization for the patient or user. This report is being raised on the reported injury due to the patient receiving an unknown degree of burn.

Manufacturer narrative:
Examination of returned device plp2520 found that the system 5000 would emit a sound and the coag button would light up immediately upon plugging the device in and without pressing any buttons. Examination was done with system 5000. Root cause cannot be determined, however, based upon the risk document; a possible cause of this event could be fluid ingress. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. A two-year lot history review shows a total of 3 devices for this lot number and failure mode. A two-year review of complaint history revealed there has been a total of 28 complaints, regarding 40 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised to inspect instruments and cables for damage prior to each use, especially the insulation of laparoscopic/endoscopic instruments. This may be done visually under magnification or with a high voltage insulation testing device. Insulation failures may result in burns or other injuries to the patient or operator. Place active accessories in a holster or in a clean, dry, non-conductive and highly visible area away from the patient when not in use. Inadvertent contact with the patient may result in burns. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device plp2520, elite surgical smoke evac pencil, 7/8" (22m 15ft. (4.6m), was being used during an ortho spine procedure on approximately on (B)(6) 2025 when it was reported ¿plp2520 activated electro surgery mode when not being touched (shorted out) item was being used with a lab ft10 system. Patient received a burn that was attended to at the time of the surgery. No injury update available.¿ further assessment was attempted, and a good faith effort was completed with no information found. The procedure was completed with a short delay and the same alternate device was used. There was no report of medical intervention or extended hospitalization for the patient or user. This report is being raised on the reported injury due to the patient receiving an unknown degree of burn.